Manufacturer narrative:
One syringe pump was returned for analysis in good condition. The event history log revealed a primary audible alarm post error. The pump was power up with no issues; unable to duplicate primary audible alarm. Based on the evidence, the complaint was confirmed in the history log. However, the problem source is unknown.

Event description:
Information was received indicating that alarm failure occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.